Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving check therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the pulse wire was open inside the cable that connects the distribution node (dn) and front therapy electrode. The open pulse wire caused the reported check therapy electrode messages. The root cause for the open wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.